Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced a failure to contain blood/medication and product damage/deformation with the device still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Verbatim: I just received the product on wednesday. However, it occurred in december. They did not save the packaging and I'm not sure that they lot# would still correlate. The syringe was filled by pharmacy and dispensed to the unit. Yes, there is a large hole in the syringe. I don't see the piece in the bag.

Manufacturer narrative:
H.6. Investigation: one loose 10ml syringe in a plastic zip lock bag was received and evaluated. The syringe was from unknown batch and material but had plastipak scale print. It was observed to have a hole in the barrel wall between zero and 2.4 ml overlapping the scale markings. A short straight crack extended from the hole through the roof of the barrel and another uneven crack extended up towards 3ml marking. The damage observed is inconsistent with the reported observations by the end user. The device that was received for evaluation is not usable. The device was reported to have been filled and medication administered. This is inconsistent with the observed state of the device received. It is not possible for the device to have been filled and used in such a condition or condition close to it. Since the product had been manipulated and was not received in the reported condition, and no batch/material is known, investigation cannot proceed any further and the defect could not be confirmed to have originated at the manufacturing plant. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced a failure to contain blood/medication and product damage/deformation with the device still considered operable. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Verbatim: I just received the product on wednesday. However, it occurred in december. They did not save the packaging and I'm not sure that they lot# would still correlate. The syringe was filled by pharmacy and dispensed to the unit. Yes, there is a large hole in the syringe. I don't see the piece in the bag.